Event description:
Patient reported their teeth chipping, tmj worsened and teeth is not straightening. Their dentist is aware of this. This is a contraindicated patient for tmj.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
Follow-up report was submitted to FDA on 11/24/2025 that included this information.